Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04835. It was reported the patient is experiencing discomfort at the ipg site. Surgical intervention may be pending to address the issue. The patient has two ipg's and it is unknown which one is causing the issue.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04835. Additional information identified the patient¿s cervical ipg (sn (B)(4) was revised on (B)(6)2017. The patient¿s ipg pocket site was relocated.